Event description:
Procedure: vats. According to the reporter: the instrument would not fire the sulu. After three attempts with other devices failed to fire, the case was converted to an open procedure.

Manufacturer narrative:
Initial report sent to FDA on 03/10/2009.